Event description:
It was reported that the patient used the ilet bionic pancreas and announced a meal at a glucose level of 270 mg/dl as a means of correction, after which glucose decreased to 180 mg/dl within about an hour; no alerts or alarms were reported, and education was provided to avoid using meal announcements for correction and to space announcements by at least four hours. Symptoms included hyperglycemia. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included a review of device use and user technique through troubleshooting and education. Investigation of this case revealed user-related use error involving meal announcement behavior inconsistent with instructions, with device function not suspected to be defective. It was concluded that the event was related to user technique and that device performance was adequate, with guidance provided to optimize pump algorithm adaptation.